Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having excruciating pain which started on the afternoon of (B)(6) 2018 and they weren't sure if stimulation was on. The patient used their controller and confirmed stimulation was on. They tried increasing the stimulation to see if that helped and the patient reported that they weren't feeling any stimulation and they normally did. They increased it to 6.2 v where they were able to feel tingling stimulation in their right leg- they mentioned a shock but later confirmed that they were talking about stimulation. The patient was advised to follow up with their healthcare professional regarding these issues. No further complications reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery pack in the controller was not working. However, the patient also mentioned that both batteries were fully charged. No further complications were reported or anticipated.